Event description:
Device issue: dislodged stent. Time of device issue: prior to the procedure. Adverse event: none. It was reported that the technician wiped the device down before the procedure. Inadvertently pulling the stent off of the balloon. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted there was no blood or contrast visible, which is consistent with the reported information that the product had not been used in the patient. The tip length met manufacturing criteria. It was confirmed the stent implant was dislodged from the stent delivery system (sds). The entire length of the stent implant was slightly smashed with a bend in the middle and stretched distal struts, thus, the stent outer diameters could not be measured. There were clear fibers entangled in the distal end of the stent implant. This is consistent with the reported information that the sds was wiped down prior to use. Additionally, the balloon had relaxed folds, which is consistent with the stent being dislodged from the balloon. Crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Factors that may contribute to stent dislodgement out of package include, but are not limited to, manufacturing, handling during removal from packaging, removal of the protective sheath, mishandling, product preparation, and amount of support provided when loading the catheter onto the guide wire. It should be noted that the xience v instructions for use cautions the user to take special care not to handle or disrupt the stent on the balloon. In this case, the stent dislodgement and subsequent damage; appear to be related to use error and not a product quality deficiency. A review of the device lot history record did not reveal any non-conformities which could have contributed to this complaint. The lot release testing results were reviewed and all samples met all manufacturing criteria including stent placement, crimped stent outer diameter, and stent dislodgement force. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.